Manufacturer narrative:
The device was not returned for analysis. Service history identified that no previous repair has been noted in the last 12 months. The event history log was not provided. As the product was not returned, and no photographic evidence was provided to aid in this investigation, a product evaluation and problem confirmation cannot be performed. Therefore, this investigation was unable to determine a probable cause

Event description:
It was reported that the pump alarmed no disposable. Per reporter, the alarm was silenced and a double beep was heard. The pump was powered off, gently tapped bottom on table and powered back on but the alarm persisted. Cassette was removed, air bubbles were seen, massaged tubing to disperse air bubbles. The cassette was reattached, pump powered on, but alarm was still sounding. Per reporter, the event occurred while use with patient at home.no patient harm/adverse event reported.